Manufacturer narrative:
Other, other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a broken pole clamp, outdated printed circuit board (pcb) and power switch. Functional testing found the device leaked from the silicon elbow fitting that goes from the pump to the reservoir, confirming the customer complaint. The leak was caused by a hole in the elbow fitting. The cause of the hole could not be established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a 90 degree "rubber elbow" was leaking fluid. Patient involvement unknown.